Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7140900.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to the lead being anterior. The physician repositioned the patients right lead to capture better stimulation coverage. The patient was doing well post operatively. The device remains implanted and in service.